Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure, st elevation occurred which self resolved. After inserting the mapping catheter into the sheath, the st segment of the qrs was noted to rise for a short time. At the end of the procedure, the st of the qrs had stabilized on its own. It is unknown what caused the st elevation and the physician does not allege any abbott devices caused or contributed to the event.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported arrhythmia could not be conclusively determined. The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.